Manufacturer narrative:
(B)(4). Date sent: 11/18/2015. (B)(4). The analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. However, the lockout mechanism was found to be non-functional. The instrument was disassembled in order to evaluate the condition of the internal components and upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred. However, no conclusion could be reached as to what may have caused the condition of the lockout premature. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the clips of the device were malformed. Other product was used to complete the procedure. To describe the malformation, the clip turned round and did not close normally. For example, normally it clips on tissue forward, like "v," however these clips turned round like upward left or right "v" when coming to the jaws. There were no adverse consequences for the patient reported.